Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced syncope and had shocks. However, review of this implantable cardioverter defibrillator (ICD) showed that there were no events recorded and no shocks delivered. Additional information was attempted to be obtained, but no further information was available. At this time, the device remains in service. No additional adverse patient effects have been reported.